Event description:
It was reported that during a pneumonectomy, part of the staple line was malformed. As additional suturing was formed, there were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.